Event description:
A report was received that the patient was experiencing intermittent stimulation and high impedances. The physician suspected malfunction concerning the lead and/or splitter. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
The complaint has been confirmed. Both infinion leads have fractured cables right at the clik anchor site, 1 cm from the set screw mark. The splitters passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing intermittent stimulation and high impedances. The physician suspected malfunction concerning the lead and/or splitter. The patient underwent an explant procedure.